Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The system was tested and found to be working and put back into service.

Event description:
The customer reported that black lines appeared on the system's left monitor after taking an x-ray. No pt injury was reported.